Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implantation, no improvement in visual acuity was observed after the surgery. The intraocular lens was explanted and was exchanged with a non-company lens during a secondary implantation procedure. There was no further impact to the patient. Additional information has been requested.